Event description:
Rptr was exposed to device for over a year. This exposure affected rptr's lungs. Rptr asked for a respirator and was not provided. The rptr now cannot work with the chemical, they are sensitive to it and this is extensive. It also caused neurovascular problems including tremors, skin problems such as rashes, headache, blurred vision, diaphoresis, nausea, sore throat, burning of eyes, skin discoloration manifested as large brown patches on arms and neck/deeply pigmented areas, dizziness. Rhinitis and this has all affected rptr's employment. They started to work part-time since they couldn't do a full days worth of work. Rptr has been demoted because of this. The last exposure at work rptr ended up in the ER. Rptr was treated with medrol dose pak, benadryl 50 mg every 6 hrs, zantac at a prescription strength and follow-up with private physician. Rptr was being treated for respiratory problems but they did not know the exposure to the renalin was causing the problem.